Event description:
It was reported that the collected blood could not be transferred from the reservoir to the blood bag. It is unk at this time if the re-infusion was able to be performed as planned or if the pt required a blood transfusion from either a blood bank or pre-donated blood. Requests for additional info are ongoing.

Manufacturer narrative:
The device was discarded at the account. The device history record and the non-conformance reports database were reviewed for incidents related to the above condition within a 2 weeks period (+/-) from the lot mfg date. No related non-conformances or deviation reports were found that could contribute to the failure addressed in this complaint. No process or design changes were found.